Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a female child patient's infusion set's tubing got snagged and ripped set out of her body which led to bleeding during insertion and discomfort at site. This issue occurred while she was sleeping. At the time of the incident, her blood glucose level was 620 mg/dl which was treated by a multiple daily injection (correction injection). Moreover, she had ketones, but her health care professional assessed it as not dangerous/life threatening. Moreover, there was no damage to the infusion sets when the package was first opened. Reportedly, this issue occurred with thirty infusion sets. Further, it was also reported that the infusion set was replaced, and insulin was resumed successfully. No further information available.